Manufacturer narrative:
The device was discarded. If add'l info becomes available it will be reported on a supplemental report.

Event description:
The customer contacted the kit booking specialist, in order to obtain a substitution. The event reported was the breakage of the product. No adverse consequences reported by the customer.